Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the fluid warming device had a bad/partial display. There was no additional information provided.

Manufacturer narrative:
Other, other text: b5: additional info received via email 7-mar-2022. Unit failed during pm. No patient involvement was reported. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Other, one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source could not be identified. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.